Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown

Event description:
It was reported by patient's legal counsel that the patient's left leg was amputated approximately one month post-implantation due to necrosis and infection following a thrombectomy. The patient was reported to have experienced hallucinations for 20 days following the thrombectomy.